Event description:
A customer reported an event of an odor emitting from the sterrad 100s sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2013-00378 and 2084725-2013-00379.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (august 2012 ¿ february 2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was not confirmed. The vacuum pump oil was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.